Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported pericardial effusion may have been procedure related. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
During an atrial fibrillation ablation procedure a pericardial effusion occurred. When the transseptal needle was being passed through the foramen ovale, contrast was seen on fluoroscopy showing a pericardial effusion. The patient was transferred to the intensive care unit for observation. There were no performance issues with any abbott device.